Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a saber pta 5mm4cm 90 balloon would not inflate because a leak was detected from the joint of its hub and shaft. Therefore, the device was replaced with a new saber pta and the procedure was completed successfully. There was no reported patient injury. The physician applied pressure to a saber pta balloon prior to use and the balloon did not inflate. After three attempts, a leakage was confirmed from the joint of its hub and its shaft. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was not clinically used and will not be returned for analysis

Manufacturer narrative:
A saber pta 5 mm 4 cm 90 balloon would not inflate because a leak was detected from the joint of its hub and shaft. Therefore, the device was replaced with a new saber pta and the procedure was completed successfully. There was no reported patient injury. The physician applied pressure to a saber pta balloon prior to use and the balloon did not inflate. After three attempts, a leakage was confirmed from the joint of its hub and its shaft. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17583524 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft leakage - during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information provided, procedural/handling factors may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.